Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizures and hyperglycemia.

Event description:
It was reported that the patient experienced an unknown sensor issue. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient suffered from a seizure. During this time her continuos glucose monitor (cgm) device was reading high mgdl, no blood glucose (bg) meter comparison was taken at this time. Emergency medical service (ems) was called and when they arrived the patient¿s bg meter reading was also high mgdl. The patient stated that the cgm device was ¿beeping¿ but due to the seizure she can not recall what was causing the device to alarm. The patient reported she was treated with medications at the hospital but cannot recall any specifics. The device was removed while in the hospital. The patient was discharged after approximately 5 days. Attempts to reach the patient for further event details were unsuccessful. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.